Event description:
On (B)(6) 2013, the reporter contacted animas alleging a power issue that did not resolve after 3 different and new lithium battery changes. The reporter denied any moisture, damage or corrosion inside the battery compartment. The reporter verified that the battery cap was tightened until the o-ring was not showing. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.